Event description:
It was reported that during the prepping stages of an inflatable penile prosthesis (ipp) procedure when pumping up the device would inflate. However, when pressing the deflate button the fluid would not escape. A new device was opened to finish the procedure. The patient did not experience any further complications. It was further reported that no air was observed in the device and the suspected cause for the deflation issues was pump malfunction. The procedure time as significantly extended due to the device problems. No more information available at the moment. Should additional information become available, it will be provided.

Event description:
It was reported that during the prepping stages of an inflatable penile prosthesis (ipp) procedure when pumping up the device would inflate. However, when pressing the deflate button the fluid would not escape. A new device was opened to finish the procedure. The patient did not experience any further complications. It was further reported that no air was observed in the device and the suspected cause for the deflation issues was pump malfunction. The procedure time as significantly extended due to the device problems. No more information available at the moment. Should additional information become available, it will be provided.

Manufacturer narrative:
H2, h3, h6, h10 updated. Product investigation completed. The ipp cylinders and ms pump were visually inspected and functionally tested. The cylinders performed within specification. The pump failed the activation functional test, thus requiring more than 8lb. Of force to activate. Product analysis confirmed the reported event of pump malfunction but could not confirm the allegation of a deflation issue as the pump passed the deflation test. Based on the event details and product analysis, this complaint is within the scope of ncep-115506.